Manufacturer narrative:
The investigation for high purge pressure has been completed. Impella 5.5 was returned for evaluation. Upon visual inspection, no abnormalities were seen on the pump. The pump was purged in a bucket for approximately five minutes and high purge pressure did not reproduce. The pump was turned on and run in a bucket but was unable to reproduce the high purge pressure. Data logs from the field were reviewed and a rise in purge pressure over a period of 15 minutes before high purge pressure alarms were triggered. No motor current spikes were observed before purge rise. High purge pressure did not resolve during the case. Clinical details noted the pump was running without complication until high purge pressure alarms. Tissue plasminogen activator (tpa) protocol was administered but the pump was exchanged for new device soon after starting tpa and high purge pressure alarms did not resolve during case. The root cause of the high purge pressure was most likely due to biomaterial buildup.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported the patient was on impella 5.5 support and there was high purge pressure alarms. The purge fluid was switched to tissue plasminogen activator. The pump continued to run. However, the decision was made to replace the impella 5.5 due to the patient's dependence on the pump. The procedural outcome was the patient survived the surgery.